Event description:
The customer reported the therapy knob failed the operational check.

Manufacturer narrative:
The customer reported the therapy knob failed the operational check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.